Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's first device worked for about two weeks then it quit working. The leads did not get far enough into the heart and a new one was placed. The patient also mentioned that a wired poked through the chest and the patient almost died. There were no further details as to which lead was involved. The lead was surgically explanted. No additional adverse patient effects were reported.